Manufacturer narrative:
H3: analysis of the product ID: nim4cm01 could not verify 'noisy.' Pi(p2347197) failure/not the console. Unit presented with softwar e:(v1.6.4) and a fully charged battery. Analysis for product ID: nim4cpb1 verified 'noisy.' Unit presented with software:(v1.6.4), fully charged batteries, a cracked lid, a cracked lower enclosure with a broken standoff, a worn fuse label, a cracked outer shroud, and a stim 1 voltage compliance failure due to a defective stim pcba. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Fdr code c0201, c0706 and c070606, fdc code d1102 are applicable for product ID nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial: (B)(6), UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: manufacturing date for product ID: nim4cpb1 serial/lot #: (B)(6), (B)(6)2024. Additional code img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tympanoplasty with mastoidectomy, the console of the nim system was making excessive noise when plugged in. Additionally, there was blood contamination on both the console and the patient interface. The surgeon expressed discomfort with using the system. The site thoroughly cleaned the console and patient interface . Console was plugged into its own wall outlet with adequate power, and no other devices were in use at the time. The patient interface box was used in a wired configuration, and the software was updated to version 1.6.4. Procedure was completed with another nim system. No patient complications have been reported as a result of this event.